Event description:
While lasering the stone in the ureter, the laser fiber broke while being stabilized in between the fingers of medical doctor (md). It did burn the md and caused some redness. There was no harm to the patient. The laser fiber was discarded, and a new fiber was introduced to the field for use. Manufacturer response for surgical laser, fiber laser moses 200 d/f/l (per site reporter). Boston scientific was notified on [redacted]. Boston scientific offered credit for the product failure, in addition sent a return kit for the sample. There has been no communication on the investigation process.